Event description:
It was reported that on (B)(6) 2026, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using an unknown delivery system. Device sizing was determined based on the non-complex nature of the patent foramen ovale, and a 25 mm device was selected. Intracardiac echocardiography (ice) was used for procedural imaging guidance. The device was advanced and positioned within the patent foramen ovale and released at the intended target location. The device was completely released from the delivery system, and initial assessment following deployment demonstrated that prior to release, the device appeared to have full capture around the surrounding anatomy. However, after release, the device was noted to be unstable and appeared to have lost full capture of the superior vena cava (svc) rim, with the implanter reporting that the aneurysmal septal anatomy contributed to the device shifting once released. Due to concern for potential further migration out of the pfo, the device position was deemed unacceptable. The device was noted to be not seated properly, which was used to determine that migration had occurred, and it was reported to have shifted within the intended implant site without complete dislodgement. As a result, the device, which had migrated but not embolized, was successfully retrieved using a snare and removed from the patient. No replacement device was implanted, and the procedure was subsequently aborted. The patient remained hemodynamically stable throughout the procedure and experienced no clinical signs or symptoms during or after the event. There were no allegations of device malfunction related to the abbott device or the procedure, and no clinically significant delay was reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.